Event description:
Customer just replaced motor on order (B)(4) and allegedly it has failed and is seizing up. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model m51-cg, (B)(4) is approximately 2 years 7 months old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device states that the left and right motors were replace in (B)(6) 2009, the left motor was replaced again in (B)(6) 2012. The dealer stated that the consumer was indoors when the power chair stopped working. The left motor needed replacing. The consumer is allegedly using an older power chair while the repairs are being made to her m51-cg. The power chair was repaired and was to be delivered back to the consumer on (B)(4) 2012. An RMA has been issued and the motor is to be returned to invacare for an inspection and evaluation. No injury or medical intervention alleged.